Event description:
It was reported that, during defibrillation threshold (dft) test at generator change procedure, the shock lead impedance (sli) measurement of the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) was high at 108 ohms. During induced shock test there was an out-of-range sli value of greater than 125 ohms along with a code 1005 for a shock into an open circuit condition. The shock test was successful during the next shock with an external charge. Technical services (ts) provided troubleshooting including recommending replacement of this rv lead. It was noted that the plan is to replace this ICD system with a subcutaneous implantable cardioverter defibrillator (s-ICD). No adverse patient effects were reported. Currently, this ICD remains in service. According to additional information, this ICD was explanted and replaced with a new s-ICD system. No additional adverse patient effects were reported.

Event description:
It was reported that, during defibrillation threshold (dft) test at generator change procedure, the shock lead impedance (sli) measurement of the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) was high at 108 ohms. During induced shock test there was an out-of-range sli value of greater than 125 ohms along with a code 1005 for a shock into an open circuit condition. The shock test was successful during the next shock with an external charge. Technical services (ts) provided troubleshooting including recommending replacement of this rv lead. It was noted that the plan is to replace this ICD system with a subcutaneous implantable cardioverter defibrillator (s-ICD). No adverse patient effects were reported. Currently, this ICD remains in service.